Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasty was revised due to osteolysis.

Manufacturer narrative:
Product was not returned so no product evaluation could be conducted. Part and lot numbers are required to review device history records and neither were provided. This device was used for treatment. Unable to perform a compatibility check based on provided information. Generic complaint history review was performed as part/lot numbers were not provided. Risk assessment could not be done due to insufficient information. No medical records were received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.